Event description:
It was reported to philips that the c-arm was moving in two directions at once. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the ongoing procedure was completed as planned by moving the c arm manually. Customer reported to philips that the c arm was moving in two directions. Upon troubleshooting, the fse found that the drive buttons appeared to be fine but were not functioning properly. The cause of the geo module failure was not conclusively determined by the supplier's part analysis. However, replacing geo module by the fse has resolved the issue. The fse checked system function, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.